Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter continued to revert to the setup mode when performing a blood glucose test. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the morning of (B)(6) 2011. It is not specified how the patient manages her diabetes or what action the patient took at the time of the alleged issue. About 17 minutes after the start of the alleged issue, the patient claimed she had blurry vision. The patient denied receiving medical treatment. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject meter and the batteries were not recently replaced/ removed to cause an interruption in power. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.